Event description:
Male patient had been experiencing anginal type central chest pain. He underwent coronary arteriography, which demonstrated severe coronary artery disease. Patient being care for in cardiovascular intensive care unit (cvicu). Maquet intra-aortic balloon pump (iabp) started alarming "maintenance code 2 required" then iabp stopped and alarmed "system failure." Nurse switched out iabp and notified biomedical services. No untoward patient effects.during power-up testing, received "system okay," and no failures. System passes all functional tests and calibrations. System diagnostics revealed an electrical test fail code 58 and autofill failures that indicate atmospheric transducer calibration failure. Atmospheric transducer reads 746 mmhg, which is concurrent with actual atmospheric pressure in the area. System operates to factory specifications.